Event description:
Subsequent to the initially filed report, the following information was received: the 3.75 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced; however, failed to cross the side struts of the implanted 2.50 x 08 mm xience sierra stent. The bdc did not dilate the lesion as previously reported. There was no reported damage to the stent and no further intervention was performed for the lesion. No additional information was provided.

Manufacturer narrative:
Device codes: 2524 labeled. Internal file number - (B)(4). Evaluation summary: visual and dimension inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance and difficulty removing the device could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion at the bifurcation of the left anterior descending (lad) coronary artery with mild calcification. Following the successful deployment of a 2.5 x 08 mm xience sierra stent at the bifurcation, a 3.75 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced through the side struts to treat the side branch of the lad. Following successful dilation of the lesion, the bdc was removed; however, met unspecified resistance and a shaft separation occurred just prior to the bdc exiting the 6f non-abbott guiding catheter. There was no reported force used to remove the bdc. As the separation occurred at a point outside of the anatomy, the distal portion of the bdc was simply manually removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.